Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blade break off and other harm with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to blade break off and other harm as all samples met specifications. Visual assessment of needle point quality was done under magnification 26x. Needle point was free from under-sharpening, burrs, hooks or splinters. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tip of the bd microtainer® contact-activated lancet broke off during use while taking a blood sample, and "lodged" in the patient's finger. The following information was provided by the initial reporter: "staff were performing point of care testing requiring finger prick blood sample to be taken. At time of using lancet, the tip of the lancet blade broke off and the fragment lodged in the patients finger." "Customer explained the removal of the blade like a thorn being removed."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd microtainer® contact-activated lancet broke off during use while taking a blood sample, and "lodged" in the patient's finger. The following information was provided by the initial reporter: "staff were performing point of care testing requiring finger prick blood sample to be taken. At time of using lancet, the tip of the lancet blade broke off and the fragment lodged in the patients finger." "Customer explained the removal of the blade like a thorn being removed."